Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink y type catheter extension set was leaking. The reporter stated that the nurse had checked that the patient¿s peripherally inserted central catheter (PICC) line was patent, and set up two new noradrenaline infusions using a new extension set and the clearlink y set. The nurse checked that the connections were secure and started the infusion. After approximately 10 minutes, the patient¿s blood pressure began to fall. The nurse checked the setup and noticed that the second limb of the y-connector was unclamped, and was noted to be leaking at the distal connection. The line was clamped and the patient¿s blood pressure rapidly improved. No further medical intervention was provided. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not received for evaluation; however, a photograph of the device was provided. Visual inspection of the photograph revealed that the line was clamped. No leak was detected through visual inspection of the photograph. A retention sample was also evaluated. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed, and the retention sample was found to operate per specification with no leaks noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.